Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that his toes on his right foot were staying numb. This issue began a couple of months ago. Additional information received from the consumer on 19-apr-2016 reported that there was a new symptom in the patient's right foot; this was considered a gradual change in therapy/symptoms. The new symptom was described as numbing. Initially, it felt like his right foot was falling asleep, and now it was totally numb. All the toes on the patient's right foot were numb. It was later reported that the reported numbness began in (B)(6) 2015. The consumer further reported that the healthcare professional was made aware of the numbness in the patient's toes and it was noted that the patient was having trouble getting an appointment. Circumstances leading to the reported numbness in the toes included the implantable neurostimulator (ins) not working. There were no steps taken to resolve the numbness in the toes, and the issue was not resolved. The patient was waiting for coverage approval in order to see the healthcare professional. The patient's indications for use included non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.